Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen would not turn on after button was initially pushed and the pump also had a reservoir ring broken in half. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.